Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Investigation summary: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the photo revealed that there was no damage or defects with the sd scrwdrvr shft/t4 50/self-retain/hxc. Functionality of the device cannot be assessed through photo investigation. No other issue was identify. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for sd scrwdrvr shft/t4 50/self-retain/hxc. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - manufacturing location: supplier- bachler feintech / monument. Manufacturing date: 11-nov-2021. Part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. Lot number: 97p6250 (non-sterile). Lot quantity: 92. Eight pieces were scrapped in cell at op #60, vendor tin coat, for destructive testing. Production order traveler met all inspection acceptance criteria apart from the eight pieces noted. Inspection sheet, incoming inspection, ns068071 rev j met all inspection acceptance criteria. Packaging label log (pll) lppf rev c, lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from bachler feintech for op # 10 (vendor machine) dated 11-aug-2021 was reviewed and determined to be conforming. Heat treat inspection certificate supplied to bachler from harterei schmid ag dated 14-jun-2021 was reviewed and determined to be conforming. Hardness specified at hrc 57-60; hardness certified at hrc 58.40-59.0. Note: hardness range specified on inspection certificate indicates hrc 56-60 however, our specification is defined as hrc 57-60. Inspection certificate supplied to bachler from l. Klein sa (for raw material) dated 31-mar-2021 was reviewed and determined to be conforming. Certification of analysis supplied by ionbond for op # 60 (tin coat) dated 22-oct-2021 was reviewed and determined to be conforming. Certificate of compliance supplied by general machine for op #80 (colorize) dated 08-nov-2021 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection of the product that would contribute to this complaint condition. Note: DHR information was retrieved from pi-16487450493330678 as it is the same lot number. Device history review: 04-apr-2022: DHR reviewed by: mschoenfeld. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that on (B)(6) 2023, over the time the t4 screwdriver doesn't retain the screws and slips while tightening them. This report is for one (1) sd scrwdrvr shft/t4 50/self-retain/hxc. This is report 1 of 1 for complaint (B)(4).